Event description:
A pt with metastatic breast carcinoma, of less than average weight, had sustained a pathological fracture of her right femur. The fracture was fixed with a gamma nail. Pt mobilized pain free full weight bearing and appeared to be progressing extremely well. Pt had a course of radiotherapy and chemotherapy. The nail fractured and had to be revised.